Manufacturer narrative:
(B)(4). The device was evaluated on site by a field service engineer. The reason for the observed deviation in the heparin supply is an inaccurate installation of the syringe plunger into the syringe pump holder. During the priming phase the blood pump flow ran in the opposite direction, which means from the hemofilter to the patient access connection. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
A nurse reported to baxter (B)(4) that the aquarius machine had been programmed/set to infuse 3.2ml of heparin per hour and no bolus was given, but within the first 5 minutes of being attached to the patient the machine infused 20ml of heparin instead. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.